Event description:
The meter not reading correctly. While troubleshooting, it was discovered the meter was reading in mmol/l. The nurse was able to reset the meter to mg/dl with assistance. No product will be returned.